Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the viscoelastic solution clogged the inside pak during surgery. The surgery was performed and completed. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system experienced aspiration failure and had ophthalmic viscoelastic device (ovd) clogged inside of its cassette. The surgery was performed and completed. There was no patient harm. The system was manufactured on april 24, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).